Event description:
It was reported that the ilet user experienced more frequent low glucose episodes and began under-announcing or skipping meal announcements to avoid lows, which the clinician explained can adversely affect the algorithm. This reflects an improper or incorrect procedure involving the user interface. Symptoms included hypoglycemia with a nadir of 40 mg/dl accompanied by confusion and disorientation. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user and clinician. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement practices and meal size entries, categorized as improper procedure with involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised on proper meal announcements, including appropriate meal size selection and timely entries, and to use oral glucose to treat lows as indicated.